Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in line) which occurred on home choice (hc) during dwell 4 of 4. The home patient (hp) stated that the hp did not disconnected. There were 3 bag connected and no leaks were found. The unused line clamp was closed. The baxter technical representative (tsr) assisted the hp to cycle power and got se 2367. The hp will complete therapy with manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed, and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.